Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the supera instruction for use, states: "under fluoroscopy, continuously and slowly retract and advance the thumb slide multiple times. In this case, it is likely that deploying the stent too quickly and retracting the delivery system during deployment caused the stent to elongate and come out with the device as reported the investigation determined that the reported difficulties appear to be use related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a right superficial femoral artery. The vessel diameter was 5 mm. The lesion was ballooned and a 5.0x100mmx120cm supera self-expanding stent system (sess) was advanced to the lesion. Stent deployment was initiated; however, the stent did not fully deploy, the proximal end of the stent stayed in the device. The user inadvertently forgot to unlock the distal lever when releasing the stent. When retracting the sess, the stent elongated and completely came out with the device. A new supera was used without issue to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.